Event description:
The customer alleged that an 840 ventilator stopped cycling while in use on a pt. The pt was unharmed by the event. The nellcor puritan bennett customer's support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.